Event description:
It was reported that insulin pump alarmed compromised force sensor system. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.